Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted system controller; however, a cause for the event could not be conclusively determined. The log file captured intermittent power elevations between (B)(6)2016-(B)(6)2016 and showed corresponding elevations in the estimated flow. These power elevations appeared to have occurred during pi events. Despite the captured power elevations, the system appeared to show normal device operation above the low speed limit, for the duration of the log file, with no atypical alarms captured. The hmii instructions for use (IFU) explains that pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The hmii IFU also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. No further issues were reported and the patient remains ongoing on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, the patient had increased pump power values. The system controller log file was submitted to the manufacturer's technical services representative for review. The log file captured the estimated flow values ranging from 4.5 lpm to 12 lpm and persistent power elevations greater than 10w. The patient was reportedly asymptomatic.